Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The atrial connector was broken. The connector was inside the case. There was a broken upper case and missing button. The incoming test on the automated test console could only be performed after replacing the cable patient internal (connector). The firmware update was performed, a new cable patient internal was placed, placed new upper case / associated keypad / button / nut spanner. There were no pinched liquid crystal display wires / insulation was not compromised. Spanish language was programmed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for service. No patient complications have been reported as a result of this event.